Event description:
Voluntary medwatch received states the patient's right ventricular lead may have been infected. The pocket site looked red and sore, with the skin becoming so thin that the device was nearly exposed. As a result, the physician decided to explant the device. No changes were made to the right ventricle lead, and the lead is still in use. No additional patient effects were reported.

Manufacturer narrative:
Voluntary medwatch report received:mw5158837.